Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
It was reported that a patient presented with an infection post implantable cardioverter defibrillator (ICD) system implant. The patient developed cellulitis over the incision site. Despite antibiotics the wound never healed. The whole system was explanted at an unknown date. A new system was implanted at a later date. The patient was stable related manufacturer reference number: 2017865-2020-14376, related manufacturer reference number: 2017865-2020-14379, related manufacturer reference number: 2017865-2020-14381.